Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01289. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 21 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Additionally, the submitted log files appeared to show the system operating as intended. The pump remains in use supporting the patient. The heartmate 3 lvas instructions for use lists stroke as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with new onset right-sided weakness and was admitted for cerebrovascular accident (cva) work-up. Inr upon admission was 2.1. Head CT scan revealed right parietal chronic infarct and new superior right cerebellar infarct. It was reportedly felt to be cardio embolic and anticoagulation was continued. Symptoms improved with physical therapy (pt)/ occupational therapy (ot). The patient was discharged on an unspecified date with home pt/ot for mild residual right sided weakness. The event was reported as ongoing. Additional information was requested but not provided.